Event description:
Customer states the chair is not working properly and the joystick has been replaced in the past and is not working at this time. The end user reported she became stuck in between electronic doors due to her chair having quit.

Manufacturer narrative:
Customer followed up with service tech and they have diagnosed problem to be the joystick cable. In speaking with the end user regarding her powered wheelchair it was learned she has being having ongoing joystick issues. The joystick will be replaced. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Please note any further information received will be provided in a supplemental report.